Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report received of air in the line of the monitoring kit. Reportedly, during pt use, while contrast media was being drawn into the syringe, the manifold cracked in an unspecified area and the pt was sprayed with contrast. It was also reported that air was noted in the line. The syringe and manifold were replaced and the procedure resumed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.